Manufacturer narrative:
B3: the event date occurred during an unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was damaged. The issue was identified in the hospital prior to patient use. The device was filled with cefazolin (aft) 6000mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured july 18, 2022 to july 19, 2022. H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.